Manufacturer narrative:
Failure analysis noted that the pump passed the displacement test, rewind, basic occlusion and prime/ compromised force sensor system alarm test. The pump was received with stuck motor error alarm loop during bolus/basal delivery. The pump had scratched lcd window and cracked reservoir tube window.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.